Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch number.

Event description:
It was reported that a 2.75x12mm xience pros stent delivery system was not able to advance through an unspecified 6f guiding catheter. It was observed that the balloon of the stent seemed to be inflated. Therefore, a second unspecified xience pros stent delivery system was taken and same observation concerning the balloon was noted. There was also resistance felt in the unspecified 6f guiding catheter. The guiding catheter was changes to another same size 6f and same xience pros was re-advanced without issue. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Event description:
Upon further review, there was no report of a deflation issue; therefore, this should not have been reportable. No additional information was provided.

Manufacturer narrative:
A visual, functional, and dimensional inspection was performed on the returned device. The reported difficult to advance was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided and analysis of the returned device, a definitive cause for the reported difficult to advance could not be determined. Factors which may contribute to difficulty advancing the device in the guiding catheter include, but are not limited to, manufacturing, damage to the stent, damage to the guiding catheter, guiding catheter size selection or procedural technique (devices not properly supported or coaxially aligned). In this case, it is possible that the device may have interacted with a damaged (kinked or bent) guide catheter during advancement, as resistance was noted, causing the reported difficult to advance through the guide catheter; however, this cannot be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 correction: medical device problem code 1149 removed.